Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated  "many things change my settings and I do pass out sometimes. I just had my device set correctly and literally while I was driving I lost consciousness. I came to pretty quickly but I knew I lost it. The device had to be reset." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.